Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip is filed under a separate medwatch report number.

Event description:
This is filed to report clip opening when establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade 4+. The first clip delivery system (cds 00416u123) was advanced to the mitral valve; and the clip was placed. However, the clip opened while locked when establishing final arm angle (efaa) during the deployment sequence. Therefore, the clip was retracted back to the left atrium to attempt troubleshooting. But a decision was made to remove the cds with the clip attached. The procedure continued with a second cds. The clip was successfully deployed. A third cds (00416u174) was advanced to the mitral valve to further reduce mr. However, the clip opened while locked during efaa. The lock line was already removed at this point, and it was not possible to remove the clip. Therefore, the clip was deployed. Two clips were implanted, reducing mr to 1. There were no adverse patient effects, and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported unintended movement was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the unintended movement. There is no indication of a product issue with respect to manufacture, design, or labeling.